Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, universal surgical manipulator (usm) 4 sprung back when the site swapped from usm 4 to usm 3 after an instrument exchange using guided tool change. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted the 31010 error on usm 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred right when the surgeon put his head in the surgeon console¿s high resolution stereo viewer. There was an error message indicating that all usms were locked up. The site was able to recover from the error, and it was confirmed that the procedure was completed with no patient harm.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) confirmed with the site that the system worked normally after performing a hard restart. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.